Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on that day they experienced a blood glucose of 29mg/dl and experienced a syncopal episode, associated with an inaccurate delivery issue. Reportedly, the patient remained on the pump and resumed treatment with the same pump. The patient was treated by emergency medical services with intravenous glucose, and food and/or drink. During troubleshooting with customer technical support, the patient stated they saw ¿a no delivery after giving bolus¿. They checked the inulin on board and it said zero. They bolused a second time then the blood glucose dropped and they had a syncopal episode. The basal rate was 8.74 when the program was set to 5.93, and the history added up to 4.925. The basal delivery totals in total daily dose did not match the active basal program total. There was no known cause for variation. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-11-2017 with the following findings: the pump passed all required testing, delivery accuracy, and total daily recording. The black box download was not available for the complaint date (B)(6) 2017 due to the user continuing pump use overriding the data. The basal total daily delivery appeared to be inaccurate for (B)(6) 2017 due to the user incorrectly setting the time to am instead of pm. According to the bolus history for (B)(6) 2017 no cancelled or undelivered boluses were recorded. Due to the am/pm setting issue the pump recorded 12 extra hours of basal for (B)(6) 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.